Manufacturer narrative:
The mcs tip cover accessory was returned to isi and evaluated by failure analysis (fa). Evidence of arcing, a burned hole, was found on the distal end of the mcs tip cover accessory. The mcs instrument was also returned to isi and evaluated by fa. The instrument did not show any signs of overheating damage. Visual inspection of the instrument showed no melting or any thermal damage on the distal end components. The instrument passed electrical continuity testing. Unrelated to the reported arcing issue, fa also found a couple of kinks on the instrument's flush tube. No other instrument damage was found. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff claimed that the patient sustained an arcing injury to the external iliac vein during a da vinci surgical procedure. However, at this time, the actual cause of the patient's injury is unknown.

Event description:
It was reported that during a da vinci si surgical procedure, the surgeon felt as though the monopolar curved scissors (mcs) instrument overheated and another surgeon was called in to perform repair. On (B)(6) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and the robotics coordinator from the site. The initial reporter denied that any evidence of arcing was actually observed during the surgical procedure. He also indicated that there was no over heating of the mcs instrument. The initial reporter indicated that while the surgeon was performing an obturator lymph node dissection, blood was observed to be coming from the external iliac vein. Prior to performing the node dissection, the surgical staff examined the mcs tip cover accessory installed on the mcs instrument and noted that it was intact. After the injury occurred, the mcs tip cover accessory was examined by the surgical staff and a small tear was found. According to the initial reporter, the vessel injury was due to arcing from the mcs instrument. After the vessel was injured, another surgeon was called into the operating room and the vein was repaired with suture(s). During the surgical procedure, the electrosurgical generator unit (esu) was set to 40/40, monopolar, pure setting. The overall length of the surgical procedure was approximately 6 hours.